Event description:
It was reported that during a lap anterior resection procedure, the device was working fine for the first hour of the procedure, but then it started to make a solid tone noise and the surgeon noted that the white pad had fallen off completely. The pad was not found in the patient, and is assumed to be in the patient. Another device was opened and this new product worked fine for the rest of the procedure. Procedure prolonged 10 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.